Event description:
Reporter indicated a vns dell x50 handheld computer screen would not align. Performing a hard reset and cleaning the screen around the edges did not resolve the issue. The computer and flashcard were returned for analysis. During the computer analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies were identified with the flashcard.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.